Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Note: it was reported that ¿implants were 45 years old¿, if there is any further information, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel mentor breast implant and suffered from a bilateral rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 200cc on (B)(6) 2020. This medwatch is for the right breast implant.